Event description:
It was reported that the surgeon attempted to insert a cq2015 three piece collamer lens and the trailing haptic got stuck while advancing cartridge. There was no patient contact.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a haptic was bent. There was evidence of a clear surgical residue. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.